Manufacturer narrative:
Investigation summary: a mp1000 china product was not available for investigation; however, the customer indicated the complaint sample is from lot 20105778. The feedback provided by the customer indicates leakage was detected from the maxplus component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20105778 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
It was reported that the bd maxplus needleless connector experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: he visited the ward at 18:30 on the same day to observe the fluid leakage at the positive pressure joint .